Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was post-paced t-wave oversensing noted on the device. Technical support recommended reprogramming; however, this has not been performed yet and the patient was in stable condition.

Event description:
The device was reprogrammed to resolve the event and the patient was in stable condition.